Manufacturer narrative:
A ge service rep performed an on-site investigation. The power plug was reassembled and the plug collar/strain relief was tightened up and the system software was reloaded. The system was then found to be operating as intended.

Event description:
The customer reported that the system was sitting in idle, started blinking and the shut down on its own. There is no report of pt injury.